Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure. The pod was worn less than 1 hour and then changed out for a new pod.

Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device was in pod state 14 (lump_of_coal), indicating that the device did not complete activation within the specified time window. No defects or deficiencies were found that would result in a failure of the device to deliver insulin.